Event description:
Procedure: sleeve gastrectomy. According to the reporter: during the firing of the first staple load the idrive slowed down like it encountered thick tissue. When the surgeon went back to look at the staple line he noticed that about 1/3 of the way up the staple line, there were 3-4 staples on the outside staple row (distal to the cut line) that were not formed at all. It looked as though they had missed the anvil completely. The rest of the staples were formed properly, and the rest of the staple firings went without incident. The surgeon stitched the omentum to that area with one extra stitch. Seamguard reinforcement material was used (item code: 1bsgtri60p). No other manufacturer product used. No patient injury/hazard. No unanticipated tissue loss. No unanticipated ext. Of incision more than 1 inch. No unanticipated blood loss of more than 500cc. No delay over 30 minutes. No device fell in patient cavity. Patient is doing fine post operatively.

Manufacturer narrative:
(B)(4).